Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer connected the pump to a power source when the pump "overheated." Reportedly, the customer tried to charge the pump with different accessories and the same issue occurred. Subsequently, multiple temperature alarms occurred. Reportedly, the temperature conditions were normal as the pump was connected to a power source inside the house. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.